Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified cephalic vein. After a non-bsc introducer sheath was inserted and a non-bsc guidewire crossed the lesion, a 4.0 x 40mm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured due to severe calcification. A 4mm4cm non-bsc balloon catheter was advanced and dilatation was performed. Good dilatation was obtained and the procedure was completed. No patient complications were reported.